Manufacturer narrative:
Device available for evaluation: yes. Telephone number: (B)(6). Additional report sources: distributor, health professional. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented at his 3 month post operation visit with decreased in best corrected visual acuity (bcva) in the right eye. Bcva pre op;right eye 20/20;left eye 20/20.bcva post op;right eye 20/30;left eye 20/20.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.